Event description:
Note: this report pertains to one of two complaint cre balloons used in the same procedure. Manufacturer report # 3005099803-2012-00948 addresses the first device, while manufacturer report # 3005099803-2012-00949 addresses the second device. It was reported to boston scientific corporation on (B)(6) 2012, that two cre balloon dilatation catheters were used during an esophagojejunostomy and dilatation procedure performed on (B)(6) 2012. According to the complainant, after the esophagojejunostomy procedure and during dilatation of the anastomosis, the first balloon ruptured at 6atm. Dilatation of the anastomosis was then performed with the second device and this balloon ruptured at 4.5 atm. It was reported that there were sharp objects, likely to be staples, in the area of the dilatation and the physician believes the autosuture device (stapler) may have caused the event. Another cre balloon was not available, therefore the procedure could not be completed. However, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient weight is unknown. (B)(4) for the reported event of balloon burst. Preliminary investigation results: visual evaluation of the returned complaint device revealed the balloon to be torn longitudinally. No damage was noted to the catheter of the device. The complaint that the balloon burst was confirmed. The most probable root cause for this event is operational context; this failure occurs when procedural or anatomical factors encountered during the procedure limit the performance of the device (e.g., the balloon comes in contact with sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.